Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient was unable to check her blood glucose with her onetouch ultra 2 meter. The patient was testing in the meter¿s memory mode. The complaint was classified based on the customer care advocate¿s (cca) documentation. The reporter claimed the alleged issue began at approximately 9:55am on the same day she contacted lfs for assistance. The patient manages her diabetes with an unknown type/dose of oral medication and she denied taking any action regarding her usual diabetes management routine in response to the alleged issue. Approximately 2 minutes later, the patient reportedly developed symptoms of ¿shaking¿ but despite her symptoms she denied receiving any form of medical intervention. The issue was resolved with training/troubleshooting. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.